Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/06/2018, that on (B)(6)2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was not performed and signal loss found in the log within the investigation window. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.